Event description:
The reporter contacted animas on (B)(6) 2013 reporting that all of the buttons were sticking and required multiple presses to elicit a response. The reporter stated that the ok button was the worst. The reporter stated that the keypad was intact. The patient reportedly wore the pump attached to a belt and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad was intact but the keypad symbols were worn. All of the keypad buttons were intermittently unresponsive. Evaluation revealed that there was contamination found under all key contacts. Evaluation also revealed that the display was faded.